Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when removed from the charger despite showing a fully charged battery. No patient harm was reported. Investigation summary: the evaluation of the returned device shows that this complaint is confirmed. The cause of the complaint is the unit's power board, secondary to impact damage. The root cause of the reported issue is due to device damage and power board failure. No further investigation will be performed. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/15/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 08/29/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 09/05/2025 emailed the bme for all information in the ni list above: the bme replied "unknown." Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when removed from the charger despite showing a fully charged battery. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when removed from the charger despite showing a fully charged battery. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 3: 09/05/2025, emailed the bme for all information in the ni list above: the bme replied "unknown."

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when removed from the charger despite showing a fully charged battery. No patient harm was reported.